Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. The local service department reported there was a possibility of failure of the connected clv-190. Based upon the information from the local service department, omsc surmised that the reported phenomenon occurred since there was a failure of the connected clv-190.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, a scope communication error b30 occurred. Local field service engineer checked the subject device on site and confirmed the error through the customer. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.